Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the leads. The ipg was uncomfortable and patient would get overstimulated from it. All components were explanted.

Manufacturer narrative:
Sc-2408-56 (sn (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Sc-2408-56 (sn (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Sc-4319 (ln 28734980). The returned clik anchor was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the leads. The ipg was uncomfortable and patient would get overstimulated from it. All components were explanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7076248; product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 530215; product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, serial: na, batch: 28734980.